Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported via an iol implant card that there was a "hole in the capsule". Additional information has been requested.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Optic damage was observed. The product investigation could not identify a root cause for the reported complaint of "hole in capsule". A malfunction has not been indicated or information provided that the lens was the cause of the event. The presence of solution on the returned sample is evidence that the product was subjected to handling. The manufacturer internal reference number is (B)(4).